Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The ventilator interface board was replaced.patient information could not be obtained after multiple attempts. Attempts were made as follows: 03/17/2016 phone call, 03/18/2016 phone call, and 03/21/2016 phone call.

Event description:
The hospital alleges that, during a case, the machine shut down. The clinician reportedly switched to manual mode and completed the case with no further reported complaint. There was no reported patient injury.